Event description:
The customer returned the device stating, "the interconnect printed circuit board (pcb) and battery door need replacement and device would not work on battery"; the battery has 95% charge, but it¿s not detected in the device due to a defective pcb. There was no reported harm and patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the interconnect printed circuit board (pcb) and battery door need replacement and device would not work on battery" was verified and duplicated by power up test. The battery has 95% charge, but it¿s not detected in the device due to a defective interconnect board and was therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.